Event description:
It was reported that the bd precisionglide¿ needle pierced through shield. The following information was provided by the initial reporter: "needle protruding out of packaging.".

Manufacturer narrative:
One photo and one sample were received by our quality team for evaluation. From the photo, one 19g needle and one 25g needle was observed with the cannula pierced through the shield. From the returned sample, a 25g 1-1/2in sample was observed to have the cannula pierced through the shield. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The probable root cause could be that the shaft mounted to the clamp plate thread has worn out. This would lead to the shield clamp plate to be misaligned during the shield loading. When the shield is loaded and pressed down at the shield press station, some of the cannula will pierce through the shield. The monthly preventative maintenance has been updated to include checking for a worn-out shaft thread, after the reported batch was produced. This incident has been added to our database of reported incidents.